Manufacturer narrative:
Continuation of d10: 97740, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97740 programmer (s/n (B)(6)) revealed that device was scrapped due to corroded boards. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The patient (pt) reports the pt controller will not connect to the implant (ins). Pt said the batteries are not alkaline and they are 3 months old. It was suggested the patient get new regular alkaline batteries for the programmer (pp). Rep later called back with the patient and reported the patient controller would not power up. They tried to put new batteries in the controller and the screen turns on for a second but then turned off. The caller indicated that there is no corrosion in the battery compartment. During the call the caller tried two other sets of aaa batteries and indicated that the controller would not power up. Additional information was received from the patient. The patient reported the pp will not sync with or without antenna and the rep was supposed to order a pp for her. Patient services (ps) asked patient to inspect the pp for corrosion or damage and patient said there is no damage inside the pp. Patient stated its very difficult to use pp in the back. The patient also reported they are not getting the coupling bars when recharging and ins will not charge past 50%. Ps confirmed there is no damage to the recharger (insr) antenna cord. Ps confirmed insr is 100% charged and ins is 25% or less charged. Ps asked if patient had falls or trauma and patient said yes, she fell two months ago. Ps reviewed if the new insr antenna does not resolve theissue patient will need to consult with hcp for next steps.